Event description:
It was reported that during a biopsy procedure, the device allegedly self - activated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument has returned for evaluation. On the visual evaluation of the device, it appeared clean and both the slides were at initial position. No specific anomalies noted. On the functional evaluation of the device, the drop test has performed with the top slide lock in the position. After the device drop, the top slide did not self-activated. On further the device obtained six samples by cocking and firing on the chicken breast without any issue. Then the device disassembled and found that both bumpers bent, no other anomalies noted. Therefore the reported self-activation has unconfirmed as the device does not self-activated while performing the drop test and able obtain samples without any issue. A definitive root cause for the self activation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), g3 h11: b3, e1, h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during a breast biopsy, the device allegedly self - activated. There was no reported patient injury.